Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at down arrow button on keypad trace. No number ramping or scrolling on display noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.